Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was analyzed, and failure analysis investigations confirmed and reproduced the reported errors. The issue was verified through system logs indicating error 25913 c-33, which corresponds to a high frequency voltage fault. When tested on a system, the unit displayed the c-33 error upon startup. Visual inspection revealed no visible damage or abnormalities that could be directly associated with the reported event. The probable cause of error c-33 is attributed to a faulty electrical component inside the erbe generator. This error indicates a higher voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, recurring "c-00, c-06, c-84" errors occurred on the erbe. The error reappeared multiple times during attempted restarts of the erbe. Technical support engineer (tse) attempted reviewing the error logs but the system was offline. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system and it initially powered on without errors. The procedure was completed robotically with the same erbe.